Manufacturer narrative:
Lot #: the reporter provided lot 10102v797, however this lot is not recognized at this time. The potential manufacturer is: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the line of an unspecified quantity (one or two) of access sets. This was noted when giving intravenous fluid via a baxter infusion pump. It was further reported that there were kinks on the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.